Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range pace impedance measurement of 2189 ohms. It was noted that the patient felt lightheaded, but did not pass out. A stored ventricular episode revealed noise with oversensing and pacing inhibition for greater than two seconds. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)